Event description:
Found during routine testing. According to the reporter, the device's service light was lit and a fault code related to energy transfer was logged into device memory. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly but could not reproduce the problem and could not determine root cause.